Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed. The visual inspection found the strike plate to be fractured from the handle body at the weld. Both the strike plate and handle body exhibit multiple dents and dings indicating the use of the device. DHR was reviewed and no discrepancies were found. Sem determined the fracture is likely due to a tensile overload of the welded strike plate. However, the reason for tensile overload is unknown. Hence, a definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Foreign country: (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during surgery, the striking plate of the broach handle broke. The surgery was completed with a second device. No known adverse event was reported. Attempts have been made and additional information on the reported event is unavailable at this time.